Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) performed fiber optic test up arrival on site. The unit passed initial fiber optic test. The fse cleaned fiber optic assembly, and re-tested. He did not find significant difference in the test results. After physical inspection, the fse found that the customer's pressure cable was tight and was not completely seated into pressure port. The fse replaced the IV pole locking collar due to it was no longer locking. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the while attempting to set-up patient with a fiber optic sensation 7fr 40cc to the cs300 intra-aortic balloon pump (iabp) generated a message stating unable to calibrate. The customer tried with two different pump and they received the same error message. No patient injury or adverse event was reported. The customer brought another pump from cardiac catheterization lab (ccl) and they was able to get it to calibrate.